Manufacturer narrative:
Unit received with cracked casing at reservoir tube, completely broken off reservoir tube lip and partially broken off battery tube threads. Unable to perform displacement test due to damaged reservoir tube. Unit received with minor scratches on lcd window, cracked on reservoir tube window, missing reservoir tube o-ring, missing end cap sticker, severely stained address/serial number label and cracking keypad overlay graphics on buttons. (B)(4).

Event description:
Customer reported via phone call, the insulin pump is cracked along the side and the treading of reservoir and battery compartments. Customer's blood glucose was not provided. Customer stated the device was not dropped but it occurred through normal wear and tear. Customer was advised to discontinue use of the device, revert to back up plan, and the insulin pump needed to be returned for analysis. The insulin pump was returned for analysis.